Event description:
It was reported that the surgeon could not control the speed of the maestro drill during the course of a procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully. Additionally, it was reported the the device might have an air leak. Upon receipt at the manufacturing facility for device evaluation, it was reported that the device was leaking.

Manufacturer narrative:
During failure analysis, the reported event of the device leaking was confirmed. The device had a hole in the hose and a worn dynamic seal. The hose of the device can fail due to mechanical damage to the hose material during use. A worn dynamic seal can also cause the device to leak as the dynamic seal functions as a sealing component. A leak from the device and damage to the hose can cause the device to have reduced power due to loss of air pressure. This could prevent the customer from controlling the speed of the device. The customer could not clarify the difficulty experienced with speed control but reported that the device sounded like it was leaking gas, which is consistent with loss of air pressure.

Event description:
It was reported that the surgeon could not control the speed of the maestro drill during the course of a procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully. Additionally, it was reported the device might have an air leak. Upon receipt at the manufacturing facility for device evaluation, it was reported that the device was leaking.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.